Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported low impedance was present on several lead contacts. Troubleshooting/reprogramming was attempted to provide resolution and effective therapy but was unsuccessful. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.